Event description:
Edwards received information that a patient, implanted with both a mitral and an aortic pericardial valve, expired on post-operative day three (3). The reported reason for death was due to regurgitation. No further information was received. See also report for device serial number (B)(4).

Manufacturer narrative:
This mitral valve was reportedly explanted after one (1) day due to severe central mitral regurgitation. Severe central regurgitation was not observed during the in vitro testing at simulated normal physiological conditions. The total regurgitant fraction (trf) is 3.7%, which is four times lower than the 15% maximum allowed for a mitral valve of this size per (B)(4). No echocardiography recording was provided, thus the reported severe central mitral regurgitation in vivo cannot be confirmed. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions.

Event description:
It was learned this device was explanted on post op day-2 due to regurgitation.

Manufacturer narrative:
Method: device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device, edwards cannot confirm the clinical observation. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, there is insufficient information provided to confirm the clinical comments as provided by the health care provider. Additional follow up is in progress. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Customer report of "reflux" was not visually confirmed. Blood was visible on the valve. Multiple suture holes were also evident on the sewing ring. Minimal host tissue was noted on both stent inflow and outflow. No visible inconsistencies were observed on all three leaflets. No inconsistencies were visually noted in the x-ray, as the wireform is intact. Method: x-ray. Results: unable to determine. This valve was sent to research and development for further investigation. A supplemental report will be submitted as soon as new information becomes available.